Manufacturer narrative:
(B)(4). Eval, results: no conclusion can be drawn. (Use of force to advance the stent). (Stent deformation and failure to cross the lesion). Conclusion: (device was not identified as the root cause of event). (Use of force to advance the stent). Eval summary: the device was bent, wavy and kinked approx 16cm distal to the strain relief. The stent was positioned on the balloon as per spec. A number of struts on the 8th distal stent segment were raised and deformed. The 13th distal stent segments were slightly raised. No further damage noted. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to implant a 2.5 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt. The angiograph showed 40% stenosis in the body of lm, a diffused lesion of lad, rca and lcx. Using a guide wire, the distal of lad was dilated using a balloon. The physician attempted to implant the endeavor resolute rapid exchange (rx) drug eluting stent through the lesion but failed. Resistance was noticed when advancing the device to the target region. The physician used another stent and the operation was successful. No pt injury occurred and no clinical sequelae were reported.